Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 561 mg/dl. The customer reported that they treated high blood glucose level with manual injections. The customer also reported hat the insulin pump had no delivery alarm, failed battery test and battery out limit alert. The customer reported that they rewound the insulin pump three times and received no delivery alarm. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.